Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified coronary artery. A 10/4.00 flextome(tm) cutting balloon&#10263;as selected for use. During procedure, upon 2nd inflation, it was noted that the balloon ruptured at 6atm for 20 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.